Manufacturer narrative:
Investigation summary: photo received by our quality team for investigation. Through visual inspection, damaged barrel is observed. Furthermore, a device history record review showed maintenance records related to the incident. An adjustment was made and repair was carried out on the transfer guide, monitoring and release of the equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
Additional info received. ¿ what is the batch of the product? 3012284. ¿ how many units were identified with the reported condition? 1 box with 250 units. ¿ has there been any impact to the patient? (Detail). Increases infiltration to the catheter when channeling. ¿ has there been exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) there was no exposure of blood or chemotherapy to the mucosa. ¿ was there a need for medical intervention due to what happened (medication administration, etc.)? (Detail). There was no medical intervention. ¿ is the sample related to the incident available for analysis? There are no samples available for analysis.

Event description:
It was reported that the barrel tip of the unspecified bd¿ syringe 10ml came off during use. The following information was provided by the initial reporter, translated from spanish: "the barrel tip of the syringe comes off when used."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.